Manufacturer narrative:
Additional, corrected, and/or changed data: a2, b3.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 3 syringes of skinvive¿ by juvéderm®. Two weeks post injection, patient is experiencing "hot, red, and swollen nodules [...] The size of marbles". Hcp treated the patient with hylenex six times, the first time two weeks post injection, the last time five and a half weeks post injection. Hcp later reported patient is on an [unspecified] oral antibiotic. Symptoms are ongoing.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 3 syringes of skinvive¿ by juvéderm®. Two weeks post injection, patient is experiencing "hot, red, and swollen nodules [...] The size of marbles". Hcp treated the patient with hylenex six times, the first time two weeks post injection, the last time five and a half weeks post injection. Hcp later reported patient is on an [unspecified] oral antibiotic. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.